Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the df 4 connector and the serial number is missing. The lead fragment was subjected to an extensive analysis. The visual inspection revealed multiple abrasion marks along the lead fragment. In particular on the distal part of the lead the insulation was found rubbed through. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. This damage can be considered the root cause of the reported inappropriate shock delivery. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further analysis of the lead fragment revealed a deformation of the shock coil, which happened most likely during the explantation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Noise and inappropriate shocks detected on rv lead. Lead was explanted and replaced. Should additional information become available, this file will be updated.